Manufacturer narrative:
Universal modular electric/battery single trigger handpiece, part number 89-8507-400-10, serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that there was a faulty connection between the trigger/controller boards wire and the trigger board which led to a start-itself issue. Besides, the controller board was defective, the motor was noisy and the battery support was cracked. The motor, the battery support, the controller board, the trigger board and the wire have been replaced and the device was returned to the customer..

Manufacturer narrative:
At the date of this report, the product was not returned to the manufacturer. The investigation is not completed. A medwatch follow-up will be submitted when the investigation is complete.

Event description:
It has been reported that the handpiece started without action on the triggers. No patient harm or injury has been reported. A surgery delay of two hours has been reported.